Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: .014 non-abbott. Evaluation summary: the balloon catheter was returned with blood on the full length of the shaft and in the guide wire lumen, consistent with the reported event that the fox sv was advanced over the guide wire and into the anatomy. The full length of the balloon and the inner member between the balloon markers were bunched. The distal shaft was bunched sporadically between the proximal balloon seal and 26 cm proximal to it. There was no other damage noted to the balloon catheter. The guide wire used during the procedure was not returned. During functional testing, an attempt was made to backload a new .018 inch guide wire, but the guide wire did not advance through the bunched inner member. This bunching to the balloon, inner lumen, and distal shaft is consistent with the reported resistance with the guide wire. The reported force used to remove the fox sv from the wire also likely contributed to this bunching. The reported moderate force used to remove the catheter from the wire does not appear to have contributed to the initial difficulty of removal. Factors that can contribute to resistance with a catheter over a guide wire may include, but are not limited to, anatomical conditions, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire/catheter, blood and/or contrast build up, or damage to the distal shaft of the catheter. In this case, the guide wire was not returned with the fox sv, which may have aided in determining the cause for the resistance. It may be possible that the guide wire became kinked or damaged contributing to the resistance; however, this could not be confirmed. A conclusive cause for the resistance/difficulty removing could not be determined; however, the damage noted appears to be the result of the resistance and removal of the catheter from the wire against resistance. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All dilatation catheters and guide wires are visually inspected for damage on the manufacturing line and all dilatation catheters are checked for proper guide wire movement.

Event description:
It was reported that during the procedure in the heavily calcified superficial femoral artery, a non-abbott atherectomy device was used. A fox sv dilatation catheter was advanced and pre-dilatation was performed. When attempting to remove the catheter, the device became stuck on the non-abbott .014 guide wire. The physician was able to withdraw the catheter from the guide wire using a moderately forceful pull; however, the catheter accordioned. The device was removed over the guide wire from the anatomy successfully and there was no adverse patient effect. There was no significant clinical delay in the procedure. Reportedly the device issue was due to traction and not improper balloon deflation. Though requested, no additional information was provided.